Event description:
A trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, the device failed its initial system setup test during system leak verification. The technician recommended replacing the trilogy evo 3-way solenoid and proportional valve (aecm) to address the issue. Follow up repairs will be handled by (B)(6). Fco may not be implemented until repair is complete. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, the device failed its initial system setup test during system leak verification. The technician recommended replacing the trilogy evo 3-way solenoid and proportional valve (aecm) to address the issue. Follow up repairs will be handled by carrot medical. Fco may not be implemented until repair is complete. A supplement report will be filed if additional information becomes available. New information/linv: the suspected trilogy evo solenoid valve and proportional valve were returned to the manufacturer product investigation lab (pil) with the allegation of a leak verification failure at service. Pil was unable to confirm a failure of the trilogy evo solenoid valve and proportional valve and concluded that the solenoid valve operates as designed and passed all test. The trilogy evo solenoid valve and proportional valve have been scrapped.